Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 due to no benefit and patient experienced the device been vibrating since the day it was connected. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.